Manufacturer narrative:
The fse evaluated the instrument on 12/31/2015. The fse found that the blood sampling valve (bsv) and the secondary mode aspiration pump were faulty . The fse replaced the bsv and the aspiration pump, which repaired the mode to mode errors. The repairs were verified by the fse. (B)(6).

Event description:
The customer reported the mode to mode on the coulter lh 500 hematology analyzer was not matching for several parameters while on manual mode. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection with this event.